Event description:
On 5/16/90 an ipp device was implanted. A connector was revised, date not indicated. On 1/8/97, the ipp device was removed from the pt due to fluid loss. Another device was implanted. Add'l lot/ser no: 5771k 002.